Event description:
It was reported that the user experienced episodes of hyperglycemia while using the ilet system in conjunction with inset 6 mm 23" infusion sets, with dissatisfaction regarding pump performance discussed in the context of insulin delivery consistency and supply delays through a third-party distributor. Symptoms included elevated blood glucose levels. Outcomes included the need for troubleshooting and education, device use interruption due to multiple unsuccessful infusion set insertions, and a recommendation to change infusion set type. Investigation included complaint handling with user interview and technical support troubleshooting. Investigation of this case revealed infusion set performance concerns and user difficulty with the inset 6 mm 23" leading to hyperglycemia, with improved status after successful insertion and a plan to transition to contact detach 6 mm 23". It was concluded that the cause of the hyperglycemia was unclear, with likely contribution from infusion set issues, and that a change in infusion set type and continued consistent insulin delivery should mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.